Event description:
On (B)(6) 2013, the lay user/patient¿s son (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch verio meter displayed an unknown error message after the patient applies his blood to the test strip. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 at 7am. The patient reportedly did not test his blood glucose with a secondary device. The patient manages his diabetes with oral medication; however, in response to the alleged product issue, the patient reportedly consumed less food/drink at 8:30am. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed numbing of his feet at 10am and two hours later, the patient reportedly administered his oral (diabetes) medication as self-treatment. At the time of troubleshooting, the csr noted an error 4 message appeared during retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (09/24/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown and 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.